Event description:
It was reported that the patient had a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A baseline pericardial effusion was noted in the la of the patient. A watchman fxd curve access system (was) was advanced into the la. While advancing and positioning the was in the la the physician noted that the baseline effusion had worsened. The procedure was paused to assess the effusion. The pericardial effusion grew larger which led to cardiac tamponade. The physician performed a pericardiocentesis and removed 100ccs of blood from the pericardium before reintroducing it. The decision was made to end the procedure due to the patients age and medical history. The patient became hemodynamically stable and was transferred to the ICU to remain under observation.